Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (clogged channel tube, forceps could not be inserted) was confirmed due to foreign material. Also, the light guide lens was slightly worn at the edge, the light guide bundles were slightly broken, and due to damage on the channel tube, there was water leakage. A review of the device history record confirmed the device was shipped in accordance with its specifications. It has been less than a year since the subject device was manufactured. Based on the results of the investigation, the root cause of the foreign material could not be determined. However, a likely cause may be the foreign material may not have been removed because reprocessing could not be conducted properly due to leakage from the biopsy channel. The issue is addressed in the instructions for use. (IFU) the IFU states the detection method in gif/cf/pcf-290 series operation manual: chapter 3: preparation and inspection. The IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual: chapter 5: reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported that the channel was clogged on a evis lucera elite colonovideoscope, and the forceps could not be inserted. The event occurred during reprocessing after the diagnostic procedure. There was no procedural delay, or no patient harm associated with the event.